Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection of the rectum the surgeon fired the machine, and after transection the device didn't staple. Patient required temporary colostomy. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Event description:
The device was no difficultly closing the device. The distal transection was taken in two firings. There are no plans to reanastomosed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.